Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported detachment of device component (clip detached from dc shaft during clip opening) was confirmed with device analysis, as the actuator coupler was confirmed to be fractured, allowing the clip to detach from the dc shaft. The proximal portion of the actuator coupler (attached to actuator mandrel) was examined and the spiral weld was noted to be intact. No other damage was observed. Results from the sem (scanning electron microscopy) analysis indicated that the fracture originated from tensile overload. The fracture was noted to be along a thread inside of the coupler. The reported events were likely secondary/cascading effects of the fractured coupler. When the coupler fractured during opening of the clip, it is likely that this resulted in additional force placed on the clip, causing the clip to jump open to 180 degrees. The fracture likely resulted in the click-noise heard by the physician. Due to the fractured coupler, the clip was unable to be fully closed for removal/retraction into the sgc, resulting in the clip contacting the sgc soft tip (difficult to remove). Based on an initial investigation, it was confirmed that no product issue was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the previously filed MDR, additional information was received that the clip delivery system (cds) was retracted into the steerable guide catheter (sgc), but the inverted clip arms became caught on the soft tip of the sgc, so the devices were removed together as a unit. Once at the femoral vein, the clip became caught. A small cut was made at the femoral vein and using forceps the clip was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the mitraclip separation from the clip delivery system prior to deployment in the anatomy. It was reported that the left atrium was enlarged and patient had leaflet flail on p3. The first mitraclip was deployed without issue and mitral regurgitation (mr) was reduced from 4 to 3. The second mitraclip delivery system (cds) was inserted and advanced through the neutral steerable guide catheter (sgc) without resistance. Following the device instructions for use (IFU) to check clip functionality in the left atrium, the clip was unlocked then the arm positioner was turned a half turn in the closed direction, then in the open direction. There was no reported abnormal resistance turning the arm positioner. The clip opened and a one-time click noise was heard and the clip jumped to greater than 180 degrees open. After the click was heard, there was no resistance turning the arm positioner at all; it turned freely. On the x-ray, the clip was at a 90 degree angle to the cds and it was noted that something was wrong. X-ray view was changed from anterior-posterior view to lao (left anterior oblique) view and it was noted that the clip detached from the delivery catheter shaft, but remained attached via the lock and gripper lines. The screw near the clip was broken. Lock line and gripper line were tested and found to work properly. The cds was retracted into the sgc and the procedure was completed. There were no device remnants left in the patient anatomy. The patient was stable and extubated. No additional information was provided.